Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping, display "blood detected" and shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep couldn't duplicate the reported problem, but observed the "blood detected" error in the service logs. He replaced the solenoid drive pc board (B)(4) and the purge valve assembly (B)(4). The unit was tested to factory spec. It functioned normally and was returned to the customer.